Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecified issue/malfunction occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient¿s parent stated the patient could not speak properly, had seizures, and lost consciousness. They suspected the patient may have had a stroke. It was reported that the patient¿s cgm ¿died in the middle of the night¿, however, no specific error message or other information was provided. Therefore, no cgm values were reported at the time the patient was symptomatic. There were no reported bg meter readings taken either. The patient was wearing a tandem insulin pump. Although no cgm or bg meter reading were provided, the reporter stated the issue was not caused by a cgm inaccuracy. The patient was brought to the emergency room, where it was determined the patient had a hypoglycemic seizure and was treated with unspecified seizure medication and IV glucose. The patient was also admitted to a critical care unit, as the patient was only responsive to pain (rubbing his sternum). At an unspecified time during the event, a new cgm was placed on the patient and after warm-up, it read 175 mg/dl. And at another unspecified time during this event, the patient¿s bg level was reported to be 150 mg/dl, however, it was not clarified if this was a cgm or bg meter value. At some point while hospitalized, the patient had an MRI done and the patient¿s cgm was removed for this procedure. The patient was discharged home on (B)(6) 2025. With an unspecified seizure medication and his insulin regimen remained unchanged. The patient was recuperating at home at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.